Event description:
Complainant alleged that during biomed testing, the device intermittently powered up with battery power. Upon power up in ac, the semi-automatic device powers on in manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.